Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by a peritoneal dialysis patient when he was removing the cassette tubing from the cycler fluid was observed to be leaking from the cassette door. The patient had cancelled out treatment with the help of technical services due to an air detected in cassette alarm and was removing the tubing as part of the cancellation process. The patient later confirmed during a follow up call that there was no infection which resulted from this leak, and the patient's effluent remained clear in the days following the event. The patient was prescribed prophylactic antibiotics, although the patient could not report which kind. The patient continued peritoneal dialysis treatments with no adverse events reported. The set was not made available for evaluation